Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no related complaint received with return of device. Conclusion: failure observed during analysis. Final analysis of the partially returned lead found an insulation abrasion at 3.9 cm to 5.4 cm and at 16.7 cm to 17.7 cm from the distal tip. The damages found were consistent with exposure to constant friction with another implantable device or heart feature. (B)(4).